Event description:
It was stated that the customer was hospitalized for diabetes mellitus and the blood glucose reading was 1100 mg/dl. Troubleshooting was performed and the insulin pump programming was correct. The customer did not have a new reservoir or infusion set to run the prime or high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.